Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. Customer care attempted to troubleshoot with the user, however, the user wanted to have the system removed and stopped using it at the end of march 2026.escalation analysis showed that there was no recent data to properly evaluate the user's concerns. Data management system (dms) showed no usage of the system after march 2026.no further investigation was possible.